Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the stapler completely fired and when removing from tissue it was noticed that there was an incomplete staple line. Upon inspection it looked like some of the staples did not fire.

Event description:
It was reported that during a sleeve gastrectomy, the stapler completely fired, but when removing from tissue, it was noticed that there was an incomplete staple line. Upon inspection it looked like some of the staples did not fire. A new reload was used to complete the case with no patient consequences.